Event description:
Boston scientific received information that the patient with this right ventricular lead presented to the emergency room after receiving shock therapy. At that time, the lead was noted to have dislodged. The pulse generator had moved downward. A lead revision procedure was performed where the lead was successfully repositioned. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.